Event description:
Additional information was received that this device was replaced with a competitor's device per patient's request. During the device procedure, the physician noted visible separation between the header and the case of the device. The right ventricular (rv) lead was evaluated and no evidence of malfunction found. The right ventricular (rv) lead remains implanted. There were no adverse patient effects reported.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent. Subsequently, a boston scientific field representative contacted boston scientific technical services (ts) to discuss the alert. Ts discussed the devices historical daily measurements. Ts observed that changes to impedances were very abrupt and discussed possible primary lead issue or possible connection issue. Ts suggested an invasive procedure to asses the device - lead system.

Manufacturer narrative:
The available information suggests the device-lead system remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted with no further observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.